Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke during a case. The tip was retrieved from the patient with no adverse consequences.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: hooded portion rolled into the flute of the bur. The failures identified in the investigation is consistent with the complaint record. Based on the visual examination of the unit, the probable root causes could be the bur head accidentally comes in contact with a hard object causing damage to the hood or excessive pressure such as bending or prying that may cause the unit to bend or break. Gtin: (B)(4).

Event description:
It was reported that the tip broke during a case. The tip was retrieved from the patient with no adverse consequences.